Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the first device was opened, but the piece on the grasper was loose. A second device was opened and halfway through the case a metal scraping noise was heard and the jaws would not open or close. No additional info is available. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.